Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and were confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported at time of investigation. Considering that there was not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with infection will continue to be monitored and corrective action will be taken in the future if deemed appropriate. Given the fact that the cause of the infection could not be specifically associated to costa rica manufacturing process, and there was not an adverse trend for this type of event, no corrective action is deemed necessary at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset).

Event description:
Healthcare professional reported left side ¿infection¿ and the tissue expander remained implanted for greater than six months. Device has been explanted.

Event description:
Healthcare professional also reported ¿cause of infection was cellulitis.¿

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., d.4., d.6a., g.1.

Event description:
Healthcare professional reported left side ¿infection¿ and the tissue expander remained implanted for greater than six months. Device has been explanted.